Manufacturer narrative:
Continuation of d10: dtma2d1 crtd; implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, noise was detected on the electrograms (egm) with the right ventricular (rv) lead after the new device was implanted.  It was noted that the next day post replacement procedure, measurements have been performed in the electrophysiology laboratory with an analyzer and noise was observed again. It was also noted that the rv lead had a confirmed fracture and high and undefined pacing impedance measurement. The lead was capped and replaced.  No patient complications have been reported as a result of this event.